Manufacturer narrative:
Added patient weight. Added patient medical history. Correction of medical device implant date. Update of patient, device and method codes. Added medical record information. See attachment for continuation of records. Additional patient codes: pain FDA 1994; c3303, erosion FDA 1750; c50443, prolapse FDA 2475; c36173. It was reported to gore that a gore-tex® soft tissue patch was implanted on (B)(6) 2013, at the (B)(6) hospital from surgeon mr. (B)(6) for a prolapse-vaginal repair. It was stated that the bladder and bowel got damaged which caused an eight hour surgery at the (B)(6)hospital. It was also stated that the patient developed some fistulas. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated on (B)(6) 2010 state the patient underwent laparoscopic nissen¿s fundoplication and adhesiolysis. Findings are noted as: ¿adhesions of previous surgery. Moderate hiatus hernia. Routine anatomy else. Fatty.¿ handwritten pre-operative notes dated on (B)(6) 2011 indicate the patient underwent a vaginal examination prior to surgery . ¿[total abdominal hysterectomy]. Now has vault prolapse + rectocele (examined oct 2009).¿ ¿vault prolapse. Mild to moderate rectocele. Explained that a rectocele repair is not needed or may not be needed after sacrocolpopexy is done.¿ a handwritten operation report dated on (B)(6) 2011 indicates the patient underwent an abdominal sacrocolpopexy for an indication of vaginal vault prolapse. Findings state: ¿mild upper rectocele.¿ notes from the procedure state: ¿tsp incision. Pre-promontory space dissected retroperitoneal. Vaginal vault clear of bladder. Goretex graft sutured as shown. Pre-promontory peritoneum closed. [On examination] no rectocele. Vaginal vault well held up.¿ ¿rectocele operation was not needed.¿ the records confirm a gore-tex® soft tissue patch (1405010010/8391771) was implanted during the procedure. A formal operative report for on (B)(6) 2011 procedure was not provided. Postoperative notes dated on (B)(6) 2011 state: ¿operation explained. Rectocele operation was not needed [patient] happy. Feeling well.¿ a letter written by the patient dated on (B)(6) 2013 states: ¿may 2011 outpatient appointment revealed my body was rejecting gauze. Referred to (B)(6) hospital to see ms. (B)(6), she requested a CT scan. This showed where the gauze was located. It also found that I had 2 abscesses.¿ records dated on (B)(6) 2018 also indicate the following medical history: ¿2011: gore-tex mesh sacrocolpopexy within a good initial outcome at (B)(6) hospital. At six weeks post-surgery an erosion of the mesh was found in the vagina.¿ records detailing the may 2011 visit and reported ¿erosion of the mesh in the vagina¿ were not provided. A physician letter dated on (B)(6) 2011 state: ¿sadly her prolapse has recurred. She was also recently had a course of antibiotics for a green vaginal discharge cultures of which are awaited. She is otherwise well in herself.¿ a culture report from the samples collected during on (B)(6) 2011 visit was not provided. A physician letter dated on (B)(6) 2012 states: ¿I performed an abdominal sacrocolpopexy with gore-tex graft on (B)(6) 2011. She has recently complained about a vaginal discharge which is sometimes pinkish in colour. She has had a hysterectomy in 1988 for some menstrual related problems. Her medical problems include ischaemic heart disease, osteoporosis, hiatus hernia and bronchial asthma, although she looks quite fit and healthy. On examination today the vaginal vault is quite well held up in position and there is only a very mild rectocele which I had recognised before but did not think it needed a repair at the time of the sacrocolpopexy procedure. Speculum examination shows a raw area at the top of the vaginal vault with some granulation tissue. This area readily bled to touch with the speculum. On digital examination there was firm nodularity at the vault but certainly no evidence of the graft penetrating through the vaginal vault. I have requested a cystourethrogram to ensure that there is no erosion into bladder or no involvement of it, and I have also requested an ultrasound scan of her pelvis.¿ records dated on (B)(6) 2012 indicate an ultrasound of the pelvis was performed. ¿the bladder is moderately filled and grossly normal. Previous hysterectomy noted. There is a 2.3 x 1.2 cm fluid pocket in the midline in the vacinity [sic] of the vaginal vault. This either represents a small fluid collection of possibly fluid within the vagina. Neither ovary was definitely identified. Conclusion: the patient could be rereferred for a transvaginal scan depending on the plan from the gynaecologists in liverpool. They may request a pelvic MRI which would also provide more information.¿ records dated on (B)(6) 2012 indicate a urethrocystogram was performed. ¿bladder catheterised. 400mls of contrast introduced. Feeling of fullness at 400mls. The bladder outlines normally. No leakage shown. Complete bladder emptying. Normal urethra. No evidence of fistulae from bladder or urethra.¿ a physician letter dated on (B)(6) 2012 states the patient was seen on referral. ¿she had lots of antibiotics but developed quite a marked discharge.¿ ¿on examination my findings were exactly the same as yours, which is a nodular area in the right fornix, with discharge and bleeding but no obvious erosion. I suspect that this lady has some kind of infective bunching of the mesh in the right fornix and it may end up, unfortunately, being necessary to open her up abdominally, in order to remove it.¿ a physician letter dated on (B)(6) 2012 states: ¿your cystourethrogram has been reported as normal. There was no evidence of any abnormal communication between your urinary bladder, urethra and vaginal canal.¿ a physician letter dated on (B)(6) 2012 states the patient was seen for follow up. ¿the cystourethrogram indicates that everything involving the bladder is normal and there was no abnormal communication between the bladder, vagina or urethra. As requested by dr. (B)(6), I have today put in a request form for MRI scan of her pelvis, especially the bladder and vagina because of a suspected infective mass involving the gortex [sic] graft which was used for abdominal sacrocolpopexy in march 2011.¿ records dated on (B)(6) 2012 indicate an MRI of the pelvis with contrast was performed. ¿clinical previous abdominal sacrocolpopexy? Infection. Contrast enhanced images. Hysterectomy and oophorectomy noted. Abnormal appearances of the vaginal vault with diffuse contrast enhancement extending into the perineum. There is a fluid collection at the vaginal vault measuring approximately 4 x 3 x 2.5 cms. This is abutting the posterior bladder wall and a clear fat plane is not demonstrated between the two structures. Some thickening of the bladder mucosa at this level is also seen. I note the normal urethrocystogram of march this year. The collection is thick walled and enhances with contrast. No evidence of adenopathy or free fluid. Within the lower third of the vagina, there are non contrast enhancing areas of intermediate signal on t1 and t2. These would be consistent with granuloma formation. Conclusion: appearances are consistent with an abscess cavity at the vaginal vault with associated inflammatory change.¿ a physician letter dated on (B)(6) 2012 states: ¿please find attached a copy of [the patient¿s] MRI scan report of her pelvis. As you will see it indicates the possible existence of a small abscess cavity at the vaginal vault.¿ ¿she has been treated a full course of antibiotics a couple months ago and I have not heard from [the patient] since then.¿ a handwritten note dated on (B)(6) 2012 states: ¿needs excision of abscess cavity + goretex.¿ a physician letter dated on (B)(6) 2012 states: ¿we really should consider an abdominal laparotomy and removal of the entire gore-tex mesh through an abdominal approach. My colleagues felt because of the abscess cavity on MRI that a vaginal approach would be inadequate.¿ handwritten operative notes dated on (B)(6) 2012 state the patient underwent ¿laparotomy and drainage of 2 abscess cavities, 1 vault + 1 at sacrum.¿ ¿bowel very stuck down into pelvis. Dissected 1 area of small bowel mesentery small hole [illegible] bleeding + bowel fine. 2 serosal tears in large bowel: oversewn 3/0 vicryl. Blunt + sharp dissection of vaginal abscess cavity: pus + mesh felt + excised but very large indurated area via vault, opened cavity + left open second abscess drained at sacrum.¿ ¿no mesh ever found seemed to be buried retroperitoneally unable to find + remove.¿ a physician letter dated on (B)(6) 2012 states: ¿this lady underwent a laparotomy and drainage of two abscess cavities one at the top of the vagina, one at the sacrum. Both of these contained a lot of pus. There was no sign of the mesh really although the top of the vagina was extremely indurated and we ended up dissecting out an area of the abscess cavity and leaving the top of the vagina open. I am unsure whether it will heal entirely however, there is a great risk of opening the bladder by dissecting any further so, the top of the vagina has simply been left open at present. The abscess cavity at the sacrum also did not contain mesh but was quite a large fluctuant bulge on the anterior of the sacrum. The gortex [sic] mesh which I suspect has been retroperitoneally laid in was never identified. I have left a non suction drain in and there was also quite marked frank haematuria. I have check [sic] the right ureter which seemed intact, and I will leave the catheter for three days. I will leave the drain for 48 hours.¿ a pathology report dated on (B)(6) 2012 states: ¿specimen: vaginal mesh. Clinical details: vaginal mass and abscess cavity at vault. Macroscopic description: irregular piece of tan tissue measuring 12 x 8 x 3mm bearing forcep marks. Microscopy: sections show mainly granulation and necrotic tissue. There is no evidence of atypia or malignancy.¿ on (B)(6) 2012 operative notes indicate the mesh was ¿never identified¿ and ¿no mesh ever found seemed to be buried retroperitoneally unable to find + remove.¿ however, on (B)(6) 2012 pathology report indicates a ¿vaginal mesh¿ specimen was received for evaluation. It is unclear from the pathology report what specimen was evaluated during analysis: specimen details state ¿vaginal mesh¿, while the macroscopic description states ¿tan tissue¿. A culture report dated on (B)(6) 2012 regarding a specimen collected on (B)(6) 2012 states: ¿site: high vaginal.¿ ¿culture results: no growth after 48 hours incubation.¿ a physician letter dated on (B)(6) 2012 states: ¿this delightful lady was seen following her laparotomy and removal of two abscesses with gortex [sic] mesh taken off the top of the vagina. She still has a very indurated area at the top of the vagina with a yellow green discharge, but there is no mesh palpable now and I think the vagina is trying to heal. I would be very grateful if you could give her a two week course of dalacin to clear up the slightly anaerobic infection which is present.¿ a letter written by the patient dated on (B)(6) 2013 states: ¿[on (B)(6) 2012] in (B)(6), removal of the gauze used by mr. (B)(6) also drainage of both abscesses.¿ records dated on (B)(6) 2018 also indicate the following medical history: ¿2012: pelvic abscess detected and removal of some of the mesh at (B)(6) hospital. As a consequence of this surgery, a hernia developed in the midline.¿ records dated on (B)(6) 2012 state the patient was seen for abdominal pain. ¿[patient] had vaginal prolapse repair in march 2011. Following episodes of vaginal discharge, was diagnosed with 2 x pelvic abscess [and] had them drained on [(B)(6), 2012]. Since abscess drainage, [patient] has had intermittent lower abdominal pain. Like labour pains, none in rif extending [illegible] lower abdomen. Pain particularly bad last night. Wound seen by district nurse today who was concerned as left side of abdomen was more swollen and hot. [Patient] also complaining of vaginal discharge for past four days. Green, not smelly.¿ exam notes state: ¿abdomen soft. Tender over rif. No guarding. Superficial mass in midline? Hematoma. Not green/cream vaginal discharge on pad? Abscess.¿ discharge records dated on (B)(6) 2012 indicate the patient was admitted to the hospital on (B)(6) 2012 for ¿abdominal pain and greenish vaginal discharge with uti. Had laparotomy and drainage of pelvic abscess on [(B)(6) 2012]. Management: oral antibiotics. Findings: large bruise above laparotomy wound.¿ records dated on (B)(6) 2012 state an ultrasound of the abdomen and pelvis was performed. ¿the ultrasound examination showed no evidence of any localised fluid collection in the pelvis or any significant pathology that could explain the patients symptoms. I note the patient¿s concern for the unexplained abdominal distention which could not be explained in this examination. Hence I would advise further evaluation of the abdomen and pelvis by CT scan to assess the reason for the distention.¿ a physician letter dated on (B)(6) 2013 states: ¿I was referred this lady from (B)(6) where she had a gore-tex and sacrocolpopexy carried out a couple years ago. She developed a vaginal mesh erosion which was very infected and I did a laparotomy through a pfannenstiel in september and drained two abscess cavities; one at the sacral promontory and one at the top of the vagina and removed the mesh in the top of the vagina which was an extremely indurated area. We ended up actually having to leave the top of the vagina open. Unfortunately I was not able to remove the mesh which was retroperitoneal and was never identified during the surgery. There were quite a lot of bowel adhesions.¿ on (B)(6) 2013 letter continues: ¿the induration in the vagina and the hole in the vagina do seem to have healed, although the area is obviously still indurated, but she has a very distended abdomen with a normal ultrasound scan and I think this is probably loops of bowel. I did wonder if she had a small hernia at the midline.¿ discharge records dated on (B)(6) 2013 indicate the patient was in the hospital from on (B)(6) 2013 for abdominal pain. Primary diagnoses are noted as ¿likely dyspepsia, small bowel obstruction.¿ the records state: ¿this 64 year old lady was admitted with sudden onset epigastric pain that occurred whilst at rest. The pain radiated through to her back. On examination the epigastric area was tender and a large mass was found in the lower abdomen. [The patient] underwent a CT which showed incomplete acute on chronic small bowel obstruction. [The patient] was then referred to the surgical on-call team who diagnosed a resolving small bowel obstruction.¿ handwritten records dated on (B)(6) 2013 state: ¿sacrocolpopexy 2011 complicated by mesh erosion [and] mesh lost to peritoneal cavity, 2 abscess cavities.¿ an xray of the chest and abdomen states: ¿there is some non specific distention of some small bowel loops suggestive of a developing small bowel obstruction.¿ records further detailing the ¿mesh erosion¿ were not provided. The abdominal/pelvic CT results dated on (B)(6) 2013 indicates: ¿[history] abdominal distention, epigastric pain and vomiting. Previous laparotomies? Bowel obstruction. Report there is a little bit of small bowel distention down to a large incisional hernia. However, the hernia is wide-necked and does not appear overtly obstructing. There are a few non-specific areas of small bowel wall within the hernia. Oral contrast has reached the caecum. There is a collapsed segment of small bowel noted which may represent an element of obstruction. Large bowel normal calibre. No free fluid seen within the abdomen. No free air. A few reactive mesenteric lymph nodes are seen. Note is made of an hiatus hernia. There is an area of hypoattenuation within segment 4b of the liver which is consistent with focal fatty change. The liver is of normal appearances otherwise. Normal appearance of the spleen, kidneys, adrenals and pancreas. The common duct is distended at 1cm but no intra hepatic dilatation is seen. A urinary catheter is noted within the bladder. Degenerative change noted along the thoracic spine with end plate changes noted at the level of t10, t11. Minor atelectasis bibasally. Conclusion: there features probably represent incomplete acute on chronic small bowel obstruction, due to either adhesions or the incisional hernia.¿ a physician letter dated on (B)(6) 2013 states: ¿she has had a long and complicated surgical history and I understand was admitted recently as an emergency under your care because of problems with a large incisional hernia. She is having increasing pain from the hernia and due to her personal circumstances finds it quite difficult to cope.¿ the letter includes a request to expedite review of the patient in order to schedule her for hernia repair. A physician letter dated on (B)(6) 2013 states: ¿I understand [the patient] was admitted in late march. The diagnosis was felt to be small bowel obstruction. You reviewed [the patient] whilst an in-patient and she took it from your conversations then that operative repair of her incisional hernia should be undertaken to prevent further recurrence of the obstruction. The scan report in her discharge summary concludes ¿incomplete acute on chronic small bowel obstruction¿ due to either adhesions or the incisional hernia.¿ significant medical history notes the following: on [(B)(6) 1990] hysterectomy with right salpingo-oophorectomy. On [(B)(6) 2009] rectocele without uterine prolapse. On [(B)(6) 2010] antireflux fundoplication using abdominal approach laparoscopic. On [(B)(6) 2011] sacrocolpopexy vaginal vault prolapse. On [(B)(6) 2012] laparotomy and drainage of 2 abscesses gauze removal. On [(B)(6) 2013] bowel obstruction acute on chronic. A physician letter dated on (B)(6) 2013 states the patient: ¿clearly has an incisional hernia from a previous laparotomy under the gynaecologists. I am aware that she had abdominal sacralopexy with a gortex [sic] graft which unfortunately got infected and she was sent across to (B)(6) to have this mesh removed. She is now left with a large incisional hernia which is making her uncomfortable. She was also recently admitted as an emergency with sub-acute obstruction from this hernia so clearly there is an indication for repairing this hernia. I am aware that because of the complication of the gortex [sic] mesh I am keen to avoid any synthetic mesh if I may. It is comes to putting a mesh I may have to put a permacol band or form of biological mesh.¿ records detailing infection of the ¿gortex¿ and removal of the mesh were not provided. Records dated on (B)(6) 2013 state the patient presented with ¿urinary symptoms, incontinence of urine last 3 [days]. Only knows she has pu when she can feel it in bad [sic]. No faecal incontinence. Bo yesterday. No [abdominal] pain. Known to mr. (B)(6) for abdominal hernia on urgent list for [operation]. No neuro [surgery] in legs or saddle anaesthesia. [On examination] looks fairly well but hr 108. [Abdomen] firm, large irreducible hernia.¿

Manufacturer narrative:
B3: correction of date of event. D7: exact explant date is not available. H6: added conclusion codes. H6: correction of patient code 1154 instead of 1750. W.l. Gore & associates cautions in the warnings section of the instructions for use that strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. When using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary. The section about adverse reactions includes the possibility of adverse reactions with the use of any tissue deficiency prosthesis which may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Gore-tex® soft tissue patch is prescribed by the attending physician. The physician provides the patient with the disclosure of risks and benefits associated with the prescribed procedure, the associated devices used in the procedure including information about the device(s) described in the IFU(s), and treatment options tailored to the physician¿s understanding of the patient. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the reported adverse events and complications described above and as coded may be the result of the patient¿s disease progression or disease symptoms, co-morbidities and conditions, surgical technique, defect closure and fixation methods. Further, these complications and adverse events may be associated with the procedure itself, with or without the use of mesh. H10/11: it was reported to gore that a gore-tex® soft tissue patch was implanted on (B)(6) 2013, at the (B)(6) from surgeon mr. (B)(6) for a prolapse-vaginal repair. It was stated that the bladder and bowel got damaged which caused an eight hour surgery at the (B)(6) hospital. It was also stated that the patient developed some fistulas. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: operative records dated (B)(6) 2010 state the patient underwent laparoscopic nissen¿s fundoplication and adhesiolysis. Findings are noted as: ¿adhesions of previous surgery. Moderate hiatus hernia. Routine anatomy else. Fatty.¿ handwritten pre-operative notes dated (B)(6) 2011 indicate the patient underwent a vaginal examination prior to surgery . ¿[total abdominal hysterectomy]. Now has vault prolapse + rectocele (examined (B)(6) 2009).¿ ¿vault prolapse. Mild to moderate rectocele. Explained that a rectocele repair is not needed or may not be needed after sacrocolpopexy is done.¿ a handwritten operation report dated (B)(6) 2011 indicates the patient underwent an abdominal sacrocolpopexy for an indication of vaginal vault prolapse. Findings state: ¿mild upper rectocele.¿ notes from the procedure state: ¿tsp incision. Pre-promontory space dissected retroperitoneal. Vaginal vault clear of bladder. Goretex graft sutured as shown. Pre-promontory peritoneum closed. [On examination] no rectocele. Vaginal vault well held up.¿ ¿rectocele operation was not needed¿. The records confirm a gore-tex® soft tissue patch (1405010010/8391771) was implanted during the procedure. A formal operative report for the (B)(6) 2011 procedure was not provided. Postoperative notes dated (B)(6) 2011 state: ¿operation explained. Rectocele operation was not needed ¿ [patient] happy. Feeling well.¿ a letter written by the patient dated (B)(6) 2013 states: ¿(B)(6) 2011 ¿ outpatient appointment revealed my body was rejecting gauze. Referred to (B)(6) hospital to see ms (B)(6) , she requested a CT scan. This showed where the gauze was located. It also found that I had 2 abscesses.¿ records dated (B)(6) 2018 also indicate the following medical history: ¿(B)(6) : gore-tex mesh sacrocolpopexy within a good initial outcome at (B)(6) hospital. At six weeks post-surgery an erosion of the mesh was found in the vagina.¿ records detailing the (B)(6) 2011 visit and reported ¿erosion of the mesh in the vagina¿ were not provided. A physician letter dated (B)(6) 2011 state: ¿sadly her prolapse has recurred. She has also recently had a course of antibiotics for a green vaginal discharge cultures of which are awaited. She is otherwise well in herself.¿ a culture report from the samples collected during the (B)(6) 2011 visit was not provided. A physician letter dated (B)(6) 2012 states: ¿I performed an abdominal sacrocolpopexy with gore-tex graft on (B)(6) 2011. She has recently complained about a vaginal discharge which is sometimes pinkish in colour. She has had a hysterectomy in (B)(6) for some menstrual related problems. Her medical problems include ischaemic heart disease, osteoporosis, hiatus hernia and bronchial asthma, although she looks quite fit and healthy. On examination today the vaginal vault is quite well held up in position and there is only a very mild rectocele which I had recognised before but did not think it needed a repair at the time of the sacrocolpopexy procedure. Speculum examination shows a raw area at the top of the vaginal vault with some granulation tissue. This area readily bled to touch with the speculum. On digital examination there was firm nodularity at the vault but certainly no evidence of the graft penetrating through the vaginal vault. I have requested a cystourethrogram to ensure that there is no erosion into bladder or no involvement of it, and I have also requested an ultrasound scan of her pelvis.¿ records dated (B)(6) 2012 indicate an ultrasound of the pelvis was performed. ¿the bladder is moderately filled and grossly normal. Previous hysterectomy noted. There is a 2.3 x 1.2 cm fluid pocket in the midline in the vacinity [sic] of the vaginal vault. This either represents a small fluid collection of possibly fluid within the vagina. Neither ovary was definitely identified. Conclusion: the patient could be rereferred for a transvaginal scan depending on the plan from the gynaecologists in (B)(6). They may request a pelvic MRI which would also provide more information.¿ records dated (B)(6) 2012 indicate a urethrocystogram was performed. ¿bladder catheterised. 400mls of contrast introduced. Feeling of fullness at 400mls. The bladder outlines normally. No leakage shown. Complete bladder emptying. Normal urethra. No evidence of fistulae from bladder or urethra.¿ a physician letter dated (B)(6) 2012 states the patient was seen on referral. ¿she had lots of antibiotics but developed quite a marked discharge.¿ ¿on examination my findings were exactly the same as yours, which is a nodular area in the right fornix, with discharge and bleeding but no obvious erosion. I suspect that this lady has some kind of infective bunching of the mesh in the right fornix and it may end up, unfortunately, being necessary to open her up abdominally, in order to remove it.¿ a physician letter dated (B)(6) 2012 states: "your cystourethrogram has been reported as normal. There was no evidence of any abnormal communication between your urinary bladder, urethra and vaginal canal.¿ a physician letter dated (B)(6) 2012 states the patient was seen for follow up. ¿the cystourethrogram indicates that everything involving the bladder is normal and there was no abnormal communication between the bladder, vagina or urethra. As requested by dr (B)(6) , I have today put in a request form for MRI scan of her pelvis, especially the bladder and vagina because of a suspected infective mass involving the gortex [sic] graft which was used for abdominal sacrocolpopexy in (B)(6) 2011.¿ records dated (B)(6) 2012 indicate an MRI of the pelvis with contrast was performed. ¿clinical ¿ previous abdominal sacrocolpopexy. Infection. Contrast enhanced images. Hysterectomy and oophorectomy noted. Abnormal appearances of the vaginal vault with diffuse contrast enhancement extending into the perineum. There is a fluid collection at the vaginal vault measuring approximately 4 x 3 x 2.5 cms. This is abutting the posterior bladder wall and a clear fat plane is not demonstrated between the two structures. Some thickening of the bladder mucosa at this level is also seen. I note the normal urethrocystogram of (B)(6) this year. The collection is thick walled and enhances with contrast. No evidence of adenopathy or free fluid. Within the lower third of the vagina, there are non contrast enhancing areas of intermediate signal on t1 and t2. These would be consistent with granuloma formation. Conclusion: appearances are consistent with an abscess cavity at the vaginal vault with associated inflammatory change.¿ a physician letter dated (B)(6) 2012 states: ¿please find attached a copy of [the patient¿s] MRI scan report of her pelvis. As you will see it indicates the possible existence of a small abscess cavity at the vaginal vault.¿ ¿she has been treated a full course of antibiotics a couple months ago and I have not heard from [the patient] since then.¿ a handwritten note dated (B)(6) 2012 states: ¿needs excision of abscess cavity + goretex.¿ a physician letter dated (B)(6) 2012 states: ¿we really should consider an abdominal laparotomy and removal of the entire gore-tex mesh through an abdominal approach. My colleagues felt because of the abscess cavity on MRI that a vaginal approach would be inadequate.¿ handwritten operative notes dated (B)(6) 2012 state the patient underwent ¿laparotomy and drainage of 2 abscess cavities, 1 vault + 1 at sacrum.¿ ¿bowel very stuck down into pelvis. Dissected 1 area of small bowel mesentery small hole ¿ [illegible] bleeding + bowel fine. 2 serosal tears in large bowel: oversewn 3/0 vicryl. Blunt + sharp dissection of vaginal abscess cavity: pus + mesh felt + excised but very large indurated area via vault, opened cavity + left open second abscess drained at sacrum.¿ ¿no mesh ever found ¿ seemed to be buried retroperitoneally unable to find + remove.¿ a physician letter dated (B)(6) 2012 states: ¿this lady underwent a laparotomy and drainage of two abscess cavities one at the top of the vagina, one at the sacrum. Both of these contained a lot of pus. There was no sign of the mesh really although the top of the vagina was extremely indurated and we ended up dissecting out an area of the abscess cavity and leaving the top of the vagina open. I am unsure whether it will heal entirely however, there is a great risk of opening the bladder by dissecting any further so, the top of the vagina has simply been left open at present. The abscess cavity at the sacrum also did not contain mesh but was quite a large fluctuant bulge on the anterior of the sacrum. The gortex [sic] mesh which I suspect has been retroperitoneally laid in was never identified. I have left a non suction drain in and there was also quite marked frank haematuria. I have check [sic] the right ureter which seemed intact, and I will leave the catheter for three days. I will leave the drain for 48 hours.¿ a pathology report dated (B)(6) 2012 states: ¿specimen: vaginal mesh. Clinical details: vaginal mass and abscess cavity at vault. Macroscopic description: irregular piece of tan tissue measuring 12 x 8 x 3mm bearing forcep marks. Microscopy: sections show mainly granulation and necrotic tissue. There is no evidence of atypia or malignancy.¿ the (B)(6) 2012 operative notes indicate the mesh was ¿never identified¿ and ¿no mesh ever found ¿ seemed to be buried retroperitoneally unable to find + remove.¿ however, the (B)(6) 2012 pathology report indicates a ¿vaginal mesh¿ specimen was received for evaluation. It is unclear from the pathology report what specimen was evaluated during analysis: specimen details state ¿vaginal mesh¿, while the macroscopic description states ¿tan tissue¿. A culture report dated (B)(6) 2012 regarding a specimen collected (B)(6) 2012 states: ¿site: high vaginal.¿ ¿culture results: no growth after 48 hours incubation.¿ a physician letter dated november 2, 2012 states: ¿this delightful lady was seen following her laparotomy and removal of two abscesses with gortex [sic] mesh taken off the top of the vagina. She still has a very indurated area at the top of the vagina with a yellow green discharge, but there is no mesh palpable now and I think the vagina is trying to heal. I would be very grateful if you could give her a two week course of dalacin to clear up the slightly anaerobic infection which is present¿. A letter written by the patient dated july 28, 2013 states: ¿[(B)(6) 2012] ¿ in (B)(6) , removal of the gauze used by mr (B)(6) also drainage of both abscesses.¿ records dated march 9, 2018 also indicate the following medical history: ¿(B)(6) : pelvic abscess detected and removal of some of the mesh at (B)(6) hospital¿ as a consequence of this surgery, a hernia developed in the midline.¿ records dated september 25, 2012 state the patient was seen for abdominal pain. ¿[patient] had vaginal prolapse repair in (B)(6) 2011. Following episodes of vaginal discharge, was diagnosed with 2 x pelvic abscess [and] had them drained on [(B)(6) 2012]. Since abscess drainage, [patient] has had intermittent lower abdominal pain. Like labour pains, none in rif extending [illegible] lower abdomen. Pain particularly bad last night. Wound seen by district nurse today who was concerned as left side of abdomen was more swollen and hot. [Patient] also complaining of vaginal discharge for past four days. Green, not smelly.¿ exam notes state: ¿abdomen soft. Tender over rif. No guarding. Superficial mass in midline hematoma. Not green/cream vaginal discharge on pad. Abscess.¿ discharge records dated september 26, 2012 indicate the patient was admitted to the hospital on (B)(6) 2012 for ¿abdominal pain and greenish vaginal discharge with uti. Had laparotomy and drainage of pelvic abscess on [(B)(6) 2012]. Management: oral antibiotics. Findings: large bruise above laparotomy wound.¿ records dated december 19, 2012 state an ultrasound of the abdomen and pelvis was performed. ¿the ultrasound examination showed no evidence of any localised fluid collection in the pelvis or any significant pathology that could explain the patients symptoms. I note the patient¿s concern for the unexplained abdominal distention which could not be explained in this examination. Hence I would advise further evaluation of the abdomen and pelvis by CT scan to assess the reason for the distention¿. A physician letter dated january 11, 2013 states: ¿I was referred this lady from (B)(6) where she had a gore-tex and sacrocolpopexy carried out a couple years ago. She developed a vaginal mesh erosion which was very infected and I did a laparotomy through a pfannenstiel in (B)(6) and drained two abscess cavities; one at the sacral promontory and one at the top of the vagina and removed the mesh in the top of the vagina which was an extremely indurated area. We ended up actually having to leave the top of the vagina open. Unfortunately I was not able to remove the mesh which was retroperitoneal and was never identified during the surgery. There were quite a lot of bowel adhesions.¿ the january 11, 2013 letter continues: ¿the induration in the vagina and the hole in the vagina do seem to have healed, although the area is obviously still indurated, but she has a very distended abdomen with a normal ultrasound scan and I think this is probably loops of bowel. I did wonder if she had a small hernia at the midline.¿ discharge records dated april 9, 2013 indicate the patient was in the hospital from (B)(6) to (B)(6) 2013 for abdominal pain. Primary diagnoses are noted as ¿likely dyspepsia, small bowel obstruction.¿ the records state: ¿this 64 year old lady was admitted with sudden onset epigastric pain that occurred whilst at rest. The pain radiated through to her back. On examination the epigastric area was tender and a large mass was found in the lower abdomen. [The patient] underwent a CT which showed incomplete acute on chronic small bowel obstruction. [The patient] was then referred to the surgical on-call team who diagnosed a resolving small bowel obstruction.¿ handwritten records dated march 27, 2013 state: ¿sacrocolpopexy (B)(6) complicated by mesh erosion [and] mesh lost to peritoneal cavity, 2 abscess cavities.¿ an xray of the chest and abdomen states: ¿there is some non specific distention of some small bowel loops suggestive of a developing small bowel obstruction.¿ records further detailing the ¿mesh erosion¿ were not provided. The abdominal/pelvic CT results dated (B)(6) 2013 indicates: ¿[history] ¿ abdominal distention, epigastric pain and vomiting. Previous laparotomies. Bowel obstruction. Report ¿ there is a little bit of small bowel distention down to a large incisional hernia. However, the hernia is wide-necked and does not appear overtly obstructing. There are a few non-specific areas of small bowel wall within the hernia. Oral contrast has reached the caecum. There is a collapsed segment of small bowel noted which may represent an element of obstruction. Large bowel normal calibre. No free fluid seen within the abdomen. No free air. A few reactive mesenteric lymph nodes are seen. Note is made of an hiatus hernia. There is an area of hypoattenuation within segment 4b of the liver which is consistent with focal fatty change. The liver is of normal appearances otherwise. Normal appearance of the spleen, kidneys, adrenals and pancreas. The common duct is distended at 1cm but no intra hepatic dilatation is seen. A urinary catheter is noted within the bladder. Degenerative change noted along the thoracic spine with end plate changes noted at the level of t10, t11. Minor atelectasis bibasally. Conclusion: there features probably represent incomplete acute on chronic small bowel obstruction, due to either adhesions or the incisional hernia.¿ a physician letter dated april 19, 2013 states: ¿she has had a long and complicated surgical history and I understand was admitted recently as an emergency under your care because of problems with a large incisional hernia. She is having increasing pain from the hernia and due to her personal circumstances finds it quite difficult to cope.¿ the letter includes a request to expedite review of the patient in order to schedule her for hernia repair. A physician letter dated april 30, 2013 states: ¿I understand [the patient] was admitted in late march. The diagnosis was felt to be small bowel obstruction. You reviewed [the patient] whilst an in-patient and she took it from your conversations then that operative repair of her incisional hernia should be undertaken to prevent further recurrence of the obstruction. The scan report in her discharge summary concludes ¿incomplete acute on chronic small bowel obstruction¿ due to either adhesions or the incisional hernia.¿ significant medical history notes the following: [(B)(6) 1990] hysterectomy with right salpingo-oophorectomy; [(B)(6) 2009] rectocele without uterine prolapse; [(B)(6) 2010] antireflux fundoplication using abdominal approach laparoscopic; [(B)(6) 2011] sacrocolpopexy vaginal vault prolapse; [(B)(6) 2012] laparotomy and drainage of 2 abscesses gauze removal; [(B)(6) 2013] bowel obstruction acute on chronic. A physician letter dated june 13, 2013 states the patient: ¿clearly has an incisional hernia from a previous laparotomy under the gynaecologists. I am aware that she had abdominal sacralopexy with a gortex [sic] graft which unfortunately got infected and she was sent across to (B)(6) to have this mesh removed. She is now left with a large incisional hernia which is making her uncomfortable. She was also recently admitted as an emergency with sub-acute obstruction from this hernia so clearly there is an indication for repairing this hernia. I am aware that because of the complication of the gortex [sic] mesh I am keen to avoid any synthetic mesh if I may. It is comes to putting a mesh I may have to put a permacol band or form of biological mesh.¿ records detailing infection of the ¿gortex¿ and removal of the mesh were not provided. Records dated (B)(6) 2013 state the patient presented with ¿urinary symptoms, incontinence of urine last 3 [days]. Only knows she has pu when she can feel it in bad [sic]. No faecal incontinence. Bo yesterday. No [abdominal] pain. Known to mr (B)(6) for abdominal hernia ¿ on urgent list for [operation]. No neuro [surgery] in legs or saddle anaesthesia. [On examination] looks fairly well but hr 108. [Abdomen] firm, large irreducible hernia.¿ continued on attachment.

Manufacturer narrative:
The review of the manufacturing and sterilization records verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
Additional details regarding the patients clinical course were ascertained from a review of the patients documents and are as follows: an undated typed letter from the patient indicates a timeline of admissions from 2011 to 2013 to (B)(6) hospital. Medical records for the following hospital visits were not provided to gore: [(B)(6) 2011] mr (B)(6) gortex [sic] mesh used for prolapse surgery. [(B)(6) 2012] miss (B)(6) (B)(6) womens hospital, drain abscesses and remove mesh. [(B)(6) 2013] mr (B)(6) hernia, pain and vomiting. [(B)(6) 2013] mr (B)(6) bladder incontinence, blood in urine and irregular heartbeat. [(B)(6) 2013] mr (B)(6) vomiting, hernia pain. [(B)(6) 2013] mr (B)(6) fecal vomiting, pain. An undated typed letter from the patient indicates a timeline of admissions to (B)(6) hospital. Medical records for the following hospital visits were not provided to gore: [(B)(6) 2014] mr (B)(6) repair multiple fistulas mr (B)(6) repair of hernia they worked together to complete 8 hour surgery [(B)(6) 2014] mr (B)(6) removal of stent, close remaining fistula. [(B)(6) 2014] mr (B)(6) urodynamic test. [(B)(6) 2017] mr (B)(6) put colagen [sic] in urethra. Due to my house move my new g.p. Is dr (B)(6), bradleys practice, mold. Medical records for the above hospital admission dates were not provided to gore. A typed letter from the patient dated (B)(6) 2013 indicates a medical timeline from 2011 to 2013. Medical records for the following hospital visits were not provided to gore: [(B)(6) 2011] prolapse repair using gauze by dr (B)(6) at (B)(6) hospital. (B)(6) 2011 outpatient appointment revealed my body was rejecting gauze. Referred to (B)(6) hospital to see ms (B)(6), she requested a CT scan; this showed where the gauze was located. It also found that I had 2 abscesses. [(B)(6) 2012] in (B)(6), removal of the gauze used by mr (B)(6) also drainage of both abscesses. [Performed] by miss (B)(6). Discharged home 5 or 6 days later without any home visits or referrals. [(B)(6) 2012] a nurse visited and on examination she said the wound was healing well but was very concerned with a very hot patch on the lower right hand side of the stomach. She rang liverpool womens and asked for advice concerning the problem, they advised that I go straight to a and e, this I did. A and es visit arrived at 15:30 and observations were taken and I saw one of the doctors. At 10.00 I was advised to go to bonney ward where a urine sample was taken and an internal examination was carried out. They diagnosed a urinary tract infection. In 23.00 hours I was taken home by a family member with anti-biotics for the infection. [(B)(6) 2013] rushed to (B)(6) hospital with abdominal pain, the pain was so severe the paramedics gave me morphine, this caused the pain to subside but it returned to level 10 and then I vomited. A surgeon came to see me who said it was a hernia of the bowel, he manipulated it but it just popped out again. I was then admitted to a ward adjacent to a and e. [(B)(6) 2013] tuesday night more bad pains. [(B)(6) 2013] wednesday morning at approximately 10.30 more severe pains and I asked a nurse for help, I was put on a drip with saline and morphine. Late afternoon mr (B)(6) a surgeon came to see me. He requested an x-ray and a CT scan be done and he would then operate. [(B)(6) 2013] late afternoon mr (B)(6) came to explain the operation I was to undergo. On looking at my observations he notified me my blood pressure and oxygen levels were both too low for surgery to commence. Mr (B)(6) told me he could probably have my operation done before my holiday in august this year. [(B)(6) 2013] discharged from hospital. [(B)(6) 2013] I attended an out-patients appointment with mr (B)(6), he told me I was on his list as an urgent case. Mr (B)(6) requested that I have a screening that day. The screening by 2 people revealed an irregular heartbeat. I was advised to go to my gp to have a ECG although I was in the hospital with all the facilities. [(B)(6) 2013] saw one of the doctors in my gps practice who diagnosed bladder incontinence, blood in the urine and irregular heartbeat. Advised that an ambulance would pick me up from home at 12.00 to take me to (B)(6) hospital&when the ambulance arrived they did my observations and 2 ECG tests which confirmed the irregular heartbeat&at 21.45 three doctors came to my bed felt my stomach and I was told I had a urinary tract infection. A handwritten note from the patient dated (B)(6) 2017 indicates a medical timeline from 2011 to 2014. Medical records for the following hospital visits were not provided to gore: on (B)(6) 2011, the patient underwent surgery for vaginal prolapse. Mr (B)(6). Surgeon. My 6 week check up post surgery revealed erosion of my mesh. My (B)(6) had not witnessed this before so referred me to see ms. (B)(6) in (B)(6) hospital. On (B)(6) 2012, the patient underwent surgery to remove the mesh. Unfortunately ms adams was unable to remove all the mesh. After my surgery ms adams told me my bladder and bowel were damaged by your product. On (B)(6) 2013, the patient experienced fecal vomiting due to hernia of my bowel following surgery in (B)(6). I had also developed incontinence of my bladder. So had to use tenna pants. On (B)(6) 2013, the patient underwent surgery in (B)(6) hospital. Mr (B)(6) performed an 8 hour operation for both bowel and hernia. The following day my daughter got a phone call asking her to get there immediately as my condition was critical. The following day I was back in the theatre having stents put into my kidneys. Mr (B)(6) who did surgery on my bladder said that he had never seen anything like it. My bladder resembled a sieve as there were so many fistulas (holes) in my bladder. I was in (B)(6) for 4 weeks. 1/2 my bladder was removed. - on (B)(6) 2014, the patient went back to (B)(6) to have a stent removed from my kidney. - on (B)(6) 2014, the patient went back to (B)(6) to investigate in theatre why I was having problems emptying my bladder. It was then I had to [illegible] using catheters due to problem with my urethra. A physician letter dated (B)(6) 2014 states the patient was seen for follow up on (B)(6) 2014. According to the letter, I am delighted to report her recent trip to (B)(6) has not demonstrated a recurrent fistula. Unfortunately, following all the surgeries that she has had she has got detrusor failure with poor sphincter function and incomplete emptying. She mostly was leaking previously from the urethral meatus when she was unable to void. She has been taught to self catheterise successfully. Medical records detailing the (B)(6) 2014 follow up visit was not provided. A typed letter from the patient dated (B)(6) 2015 states: on (B)(6) 2013 I had an emergency admission due to fecal vomiting. The following day a young doctor came to see me. He sounded my chest and back and said there was a crackling sound. He said I needed an x-ray. About an hour later nurse roberts came to do my observations. I asked about my oxygen level, she said it was 93%. I never did get my surgery as promised by mr (B)(6). If mr (B)(6) had done my surgery when promised I would not have had to undergo 8 hours of surgery in (B)(6). I feel that my hernia was too complex& when in (B)(6) I asked mr p hilton what had caused so much damage that half my bladder had to be removed? He said it was the fish net type mesh used by mr (B)(6). A close weave mesh would have most certainly prevented two abscesses, a hernia, multiple hospital inpatient admissions plus the multiple surgeries I had to go through. I can no longer use my bladder without a catheter. Mr (B)(6) said my bladder resembled a colander. Medical records detailing the patients (B)(6) 2013 hospital stay, subsequent diagnostic tests, and findings were not provided to gore. The patients letter dated (B)(6) 2015 further states: if gortex [sic] mesh was not used and the hernia was attended to sooner, my body would not have got to the stage that the (B)(6) health authority could no longer rectify the problems caused. I would not have had to go to (B)(6), being referred to by miss (B)(6). My daughter would not have had an emergency call because my condition was critical for the first two days after surgery& since having surgery for my prolapse my life has been a nightmare. A university health board letter dated (B)(6) 2015 and addressed to the patient states: you previously underwent repair with gore-tex mesh for a vaginal vault prolapse&in 2011 under the care of mr (B)(6)&unfortunately following this surgery you developed vaginal mesh erosion (process where the mesh wears through the soft internal tissues) and a small pelvic abscess. Mr (B)(6) therefore elected to refer you for special treatment to ms (B)(6)&where you underwent a laparotomy&with partial removal of the mesh and abscess drainage in (B)(6) 2012. As a result of your laparotomy you subsequently developed a large incisional hernia&, which over a period of time led to several admissions with abdominal pain. During one such admission in march 2013 a computerized tomography scan&was undertaken and showed evidence of a small bowel obstruction secondary to the hernia. An opinion was therefore requested from mr (B)(6). An email sent by the university health board on (B)(6) 2017 indicates a gore-tex¿ soft tissue patch (lot 8391771) was implanted in the patient. However, operative records for the procedure whereby the gore-tex¿ soft tissue patch was implanted were not provided. Additionally, medical records from the patients documented hospital visits from 2011 to 2013 were not provided. The (B)(6) 2015 university health board letter further states: mr (B)(6) first saw you during your admission to hospital in (B)(6) 2013 and his treatment plan was to offer you surgery to repair the hernia. However, because of the complex nature of the surgery required and the problems you had experienced previously following your gynaecological procedure prior to listing you for surgery he felt it important to discuss fully with you the risks of hernia repair surgery including the possibility of infection and recurrence of the hernia. Mr (B)(6) therefore arranged to personally see you in his out-patient clinic on (B)(6) 2013 and following a detailed discussion of the risks and benefits of surgery he listed you for repair of the incisional hernia with an urgent priority. Medical records from the patients 2013 doctor visits were not provided. The (B)(6) 2015 university health board letter continues: you were subsequently admitted once again as an emergency under the care of mr (B)(6) on (B)(6) 2013 with vomiting and abdominal pain. Mr (B)(6) recalls that during this admission you expressed concern regarding the delay in undergoing your hernia repair surgery& during the admission in (B)(6) 2013 you also reported a three week history of urinary incontinence. An opinion was therefore requested from the urology team and arrangements were subsequently made for you to undergo a urological assessment in mr (B)(6) videourodynamic&clinic on (B)(6) 2013. During this study vaginal leakage was noted and a subsequent cystography&revealed a large vesico-vaginal fistula& medical records detailing the patients 2013 hospital and office visits were not provided. The (B)(6) 2015 university health board letter further states: mr (B)(6) discussed these findings with you during which you advised him that you were scheduled to undergo the incisional hernia repair under the care of mr (B)(6) the following date on (B)(6) 2013. Mr (B)(6) advised you that in view of the findings of your urological investigation it would be prudent to defer surgical correction of your hernia as any surgery to repair the fistula would require open surgery through an abdominal incision. Mr (B)(6) also informed you that surgery to repair your incisional hernia could be undertaken at the same time as the surgery to address the vesico-vaginal fistula&mr (B)(6) also discussed his findings and concerns with mr (B)(6) and the decision was made not to proceed with repair of your incisional hernia the following day. A further CT scan was requested by mr (B)(6) and undertaken on (B)(6) 2013 and confirmed a very large vesico-vaginal fistula measuring 4.5 x 5 cms. Medical records detailing the patients 2013 office visits were not provided. The (B)(6) 2015 university health board letter continues: upon receipt of the CT scan result, due to your complicated previous history and the specialist surgery required to repair the fistula, mr (B)(6) felt it would be in your best interests for surgical treatment to be undertaken by ms (B)(6) at (B)(6). Mr (B)(6) subsequently discussed your case with ms (B)(6) on the telephone who advised that she suspected the fistula from which you were suffering may have occurred due to a combination of ongoing inflammation due to incomplete mesh removal and pressure caused by recurrent bowel obstruction. Medical records detailing the above consultation were not provided. The (B)(6) 2015 university health board letter further states: you subsequently underwent a laparotomy with further mesh removal from the vaginal vault, partial cystectomy&and right ureteric re-implantation&along with the incisional hernia repair in (B)(6) 2014 under the care of mr (B)(6) at the (B)(6). You were eventually discharged home on (B)(6) 2014 and were subsequently re-admitted in (B)(6) 2014 when mr (B)(6) performed an examination under general anesthetic with cystoscopy&, indigo-carmine test&and bilateral retrograde ureteropyelograms&when your bladder was found to be markedly scarred but there was no evidence of a recurrent fistula. Medical records detailing the patients 2014 operation, hospital and office visits were not provided. The (B)(6) 2015 university health board letter continues: in (B)(6) 2014 you were re-referred by your general practitioner to mr (B)(6) due to difficulties in emptying your bladder. You were subsequently seen in mr (B)(6) out-patient clinic on (B)(6) 2014 following which arrangements were made for you to undergo a flexible cystoscopy on (B)(6) 2014. Following this procedure mr (B)(6) suspected that you may have developed a recurrent fistula and the decision was made to catheterise you and refer you back to mr (B)(6) for further specialist review. Medical records detailing the patients 2014 office visits were not provided. The (B)(6) 2015 university health board letter further states: you were subsequently re-admitted to (B)(6) on (B)(6) 2014 where you underwent a CT urogram&and examination under anaesthetic with cystoscopy and dye testing. The tests showed no signs of a recurrent fistula but did identify leakage through the external urethral meatus&subsequent urodynamic testing confirmed incomplete emptying of your bladder. Mr (B)(6) advised you that he did not believe further surgery would improve your situation and indeed urinary diversion surgery to a permanent stoma&would be associated with enormous risks including the need for further revision surgery and further herniation. Therefore you were shown how to perform clean intermittent self-catheterisation and were discharged home and no further arrangements were made for you to be seen in (B)(6). Medical records detailing the patients 2014 office visits were not provided. The (B)(6) 2015 university health board letter continues that on (B)(6) 2015, the patient was admitted to the emergency department due to running out of her supply of catheters and needing to catheterisation. The patient was discharged with catheters to perform self-catheterisation. The letter indicates that on the (B)(6), the patient was seen at an out-patient clinic and an indwelling catheter was placed. Medical records detailing the patients 2015 office visits were not provided. The (B)(6) 2015 university health board letter concludes: in summary you unfortunately suffered severe complications following mesh repair of a vaginal vault prolapse, resulting in the requirement for further surgery to partially remove the mesh, which was undertaken in (B)(6). As a direct result of the surgery undertaken in (B)(6) you developed a significant incisional hernia, which resulted in multiple admissions to hospital with abdominal pain and subacute bowel obstruction. Unfortunately you were later found to have developed a vesico-vaginal fistula, presumably secondary to persistent inflammation caused by the infected mesh repair and subsequent surgery to remove it and I am advised that this fistula would in all probability have developed irrespective of whether mr (B)(6) had repaired your hernia or not. The surgery to repair the vesico-vaginal fistula was undertaken at a specialist centre in (B)(6) and was extremely complex and required removal of part of the bladder along with re-implantation of the right ureter. At the time of the surgery to address the vesico-vaginal fistula surgical treatment was also undertaken in respect of the incisional hernia from which you were suffering. Medical records corresponding to the provided medical summary were not provided. The (B)(6) 2015 university health board letter conclusion further states: unfortunately you subsequently developed severe and most likely permanent lower urinary tract dysfunction the result of which you are required to undertake clean intermittent self-catheterisation in short intervals due to the reduced capacity of your bladder. Sadly it is mr (B)(6) professional opinion that your condition is unlikely to improve and realistically there is no treatment that would offer you any hope for a slightly better quality of life. Medical records corresponding to the provided medical summary were not provided. A patients handwritten to gore dated (B)(6) 2017 notes states that on (B)(6) 2017, the patient went to (B)(6) hospital. Surgery to put collagen into my urethra to try and stop bypass leakage which comes from my indwelling catheter. Sadly it only lasted 2 weeks. So I am constantly wet. Medical records detailing the (B)(6) 2017 visit were not provided. The patients handwritten note states that in (B)(6) 2017, mr (B)(6) my urologist in (B)(6) hospital said he can sadly do nothing else to help me. Medical records detailing the (B)(6) 2017 visit were not provided. The patients handwritten notes states that on (B)(6) 2017, mrs (B)(6) in (B)(6) hospital said there is nothing more she can do for me except to try a biocath 16m 30 ml instead of my 16ch 10 ml balloon. Medical records detailing the (B)(6) 2017 visit were not provided. The patients handwritten notes states that in (B)(6) 2017, I have been referred to see a ms (B)(6) at (B)(6). I am currently waiting for my appointment to see her. If she is unable to help me I will have to remainder of my life in this condition. My last almost 7 years have been a living hell. I am a widow living alone. No operative reports, implant records, or medical records detailing the aforementioned hospital visits were provided but will be requested.